Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screw driver tip broke during surgery. It remained in the screw which is in the patient.

Manufacturer narrative:
An event regarding an alleged fractured hexalobular screwdriver tip from a trident universal driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in good condition. The hexalobular driver tip is fractured; deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. No further information was requested as there is no indication the failure was related to patient factors. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification -complaint history review: there have been no other events for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is deformed (fractured). The root cause was determined to be application of excessive force by the user.

Event description:
Screw driver tip broke during surgery. It remained in the screw which is in the patient.